Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one qn was initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Review disclosed four non-related qns were initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Received one used nexiva 24ga unit in an opened package from catalog number 383511, lot number 8235512. Four photos were submitted for evaluation. Visual/microscopic evaluation: there was a hole in the extension tubing approximately ¼ inch above the clear port of the catheter adapter. Water/air leak test: leakage was observed coming from the area of the nose of the straight adapter. Based on the evaluation of the submitted photos; photo three displayed a cut/slit in the extension tubing in approximately the same area. Which is the same finding as that of the evaluation of the returned unit. The defect leakage at adapter tubing junction was identified, replicated and confirmed. The damage (hole) to the extension tubing was caused from the misalignment of the pick/place grippers to the shuttle resulting in the hold down piece to crash on the shuttle. Over time the plastic piece broke off and became sharp, pinched the tubing on the load resulting on the damaged observed. Damaged extension tubing near the catheter adapter port was observed during production of batch 8235512 material 383511, and quality notification (qn) (B)(4) was initiated to contain affected material. Qn (B)(4) was reviewed for adequate containment activities and compliance to qs3-0188 nonconforming material handling. Containment of affected product for this incident was performed per procedure, and queues of product were contained until the defect rate was determined to be at an acceptable limit per qcnva-05 nexiva full automation quality plan. After immediate corrections were made on the production line, sampling per qcnva-05 was performed to verify the effectiveness of the correction. A re-inspection sample was performed per qs3-0188 and qcnva-05 after rework activities were completed to verify the effectiveness of the rework; the re-inspection sample passed. All aspects of the quality notification pertaining to the containment of affected product, the correction on the production line, and the release of reworked products were found to be in compliance with the applicable procedures. Corrective action project scm-277 was initiated to determine and set servo limits for the zone 7 tube loading shuttle on all extension tube loading stations on both production lines (nfa1 and nfa2) so that the shuttle could not crash with the pick and place grippers.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood from the connection. No serious injury or medical intervention was reported. Verbatim: "after punctured to the patient who is hard to confirm the line, blood leaked from the connection with the ex-tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood from the connection. No serious injury or medical intervention was reported. Verbatim: "after punctured to the patient who is hard to confirm the line, blood leaked from the connection with the ex-tube."